Event description:
It was reported by the customer's mother, that the customer received a button error alarm, as well as an off no power alarm. Customer's blood glucose level at the time 389 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The device passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarms noted during testing. The device was received with normal operating currents. No unexpected off no power alarm noted. The device had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.